Event description:
The customer that the images were flickering to the point where the system had to be taken out of use. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.